Event description:
It was reported that during an insulin supply change the user fell asleep with the ilet on the charging pad, received alerts to contact customer service, noted two notifications for high glucose reported at 400 mg/dl. The insulin cartridge displayed empty; after guidance, the user completed a full supply change with a cd steel infusion set, insulin delivery was resumed, and blood glucose trended from about 400 mg/dl down to 251 mg/dl with one fingerstick confirmation at 329 mg/dl, indicating an occlusion or delivery interruption that resolved after the supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem found, a usage problem associated with the user interface and an improper or incorrect procedure or method during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.